Event description:
The customer alleged they received a questionable glucose hk result on their c501 analyzer. The customer stated that the analyzer's black water tank's culture produced 30 cfus in two consecutive cultures since saturday. When the first culture came up positive, it was attributed to poor technique. A second culture was drawn and it produced similar results with gram negative rods identified, presumed to be pseudomonas. Cultures were also obtained from the incubator bath with 1-2 cfus, and from the water source which was clear. The customer also stated they had been having issues with their bicarbonate quality control for the past few weeks. The patient's initial glucose result was 185.0 mg/dl accompanied by a data flag and it was released outside the laboratory. The result was delta flagged by the customer's laboratory information system and repeated. The repeat from the original analyzer was 120.1 mg/dl accompanied by a data flag. The repeat result from another c501 analyzer, serial number (B)(4), was 121.3 mg/dl. The repeat results were considered correct and a corrected report was issued. The patient was not treated based on the initial result. The glucose reagent lot number was 66178601 and the expiration date was 08/31/2013. The field service representative found contamination in the fluidics system. He performed decontamination. He performed quality control with no errors generated. The system was performing within specification and the customer's expectation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The product labeling specifies the customer use bacteria free water. The data provided by the customer was insufficient for any further investigation. A root cause could not be determined.